Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies on the pump. The customer's blood glucose (bg) level was 201 mg/dl and a correction bolus via the pump was delivered to address the bg level. As the occlusion had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.